Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device has been returned and evaluated. The device had been sent to an independent laboratory to perform a culture test for the device for olympus. The results are available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels indicate that the culture sampling results conform to the target levels established by the french regulation of (B)(6) 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Upon evaluation of the returned device, it was observed that there was presence of foreign material inside the suction cylinder. It cannot be determined when the foreign material adhered in the suction cylinder. There is a possibility that the device was used to the patient with the foreign material remained. Scratches were found in the suction cylinder. Other observations for the device: scope body packing is loose; control unit channel mount and mouthpiece are scratched; air/water cylinder is scratched; and biopsy channel is deformed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, and auxiliary channel. Detergent is not used. During manual cleaning detergent used is aniosyme x3. Disinfection used is oxizyme. Brushing is performed for the instrument/suction channel, suction cylinder, instrument channel port, and distal/areas around the elevator with scopeclean brush. Automatic endoscopy reprocessor (aer) device is not used. The device is stored in a cleanascope storage cabinet. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold and aligning with action level. The test was performed prior to use and after device was reprocessed. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. The device was returned for evaluation and repair. Upon evaluation of the returned device, it was observed that there was presence of foreign material inside the suction cylinder. It cannot be determined when the foreign material adhered in the suction cylinder. There is a possibility that the device was used to the patient with the foreign material remained. Customer provided test result of (B)(6) 2023, for all channels. There is presence of microorganisms with major nosocomical risk. Kiebsiella pneumoniae: 52 cfu/endoscope pseudomonas aeruginosa: 4 cfu/endoscope totaling 56 cfu/endoscope conclusion: the microbiological results are in the action zone.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The foreign material could not be identified and the cause of why the material remained could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.